Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an bronchial artery embolization procedure, coil detachment and removal difficulties were encountered. A 3mm x 10cm idc was selected for treatment . After cannulating the artery with an excelsior 1018 catheter, the 3mm x 10cm idc was advanced and upon insertion of the coil about 5cm, the parent catheter became "over tensioned". The parent catheter "jumped" towards the aorta. The physician pulled the delivery wire in an attempt to roll up the coil, however, it was noted that the coil was stretched. The physician attempted to push the coil with the delivery wire which was unsuccessful. They tried to remove the micro catheter but the coil was completely stretched. Then they attempted to exchange the catheter and retrieve the system with gooseneck snare, however, this was unsuccessful. While one part of the coil was still in the bronchial artery and another part of the coil came out of the sheath, the physician attempted to deploy the coil in the femoral area under the skin of puncture site. However, "vascular pain" was observed when the coil was tensioned. Therefore, the coil was pushed into the vessel. The procedure was completed with this device. No further patient complications were reported and the patient is currently being monitored.